Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was found within specification in relation to the customer reported air in line alarms which was not reproduced by troubleshooting the device and no hardware or software abnormalities that would induce the reported allegation. A review of the event history log identified air in line messages. No corrections required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.